Event description:
It was reported that during a lap cholecystectomy, the device became not to be activated on the way. Another device was used to complete the case. When the sales rep checked the acral part of the device, it was found that tissue was clogging. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device.the cautery issues are related to the probe handle and not to the probe shaft.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.